Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported receiving three motor error alarms on the insulin pump the day of the call. Customer stated that the motor error alarms occurred either during bolus or priming. Customer did not recall any significant events leading up to the error alarms. Blood glucose level at the time of the call was not provided. During a follow up call, customer stated that the insulin pump returned a motor error alarm and a no delivery alarm. Troubleshooting for the no delivery alarm could not be completed due to the motor error alarm being returned. Blood glucose level at the time of that call was 185 mg/dl. No further information was provided

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.